Event description:
All four IV infusion pump channels attached to programming module "# (B)(4)" spontaneously stopped infusing. Settings were unrestorable. Infusions included propofol and norepinephrine. Error message code displayed was "255-16-275". Text of error message included on "non-conforming product" tag. During routine infusions in the ICU, all four IV infusion pump channels spontaneously stopped infusing medications, including propofol and norepinephrine. An error message code displayed. The nurse quickly switched the infusions to a new infusion pump with new channels. The pump and channels with the error code were tagged as a non-conforming product and sent to biomed for investigation. Action: biomed contacted the vendor. The vendor recommended reflashing the pump, which was completed. Upon further testing, no further concerns were identified, and the pump was able to be put back into service. Manufacturer response for alaris pump module, alaris (per site reporter). Biomed contacted the vendor. The vendor recommended reflashing the pump, which was completed.